Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, there were no good threshold and capture values obtained after three positionings. It was also reported that the sensing was very low. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.